Event description:
The screw thread at the user end of the device has allegedly become detached from the main body of the device as the device is tightened into the correct position to immobilize an area of the heart, on which the surgeon is to operate. The detachment of this screw thread allegedly results in the arm suddenly becoming flexible, when it is required to be in a fixed position.